Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an appendectomy, when they unlocked the device, the cartridge was stuck to the appendix. Removed it with a grasper. Opened another device and fired below the cut line and it was fine. There was no pt consequence reported.